Event description:
It was reported that cgm displayed error message and customer experienced issue with g7 sensor. There was no reported adverse impact to the customer. Customer had already reset pump before contacting support, error did not appear again after reset, and customer successfully started new sensor session with no further issues reported.